Manufacturer narrative:
Evaluation summary: the lens was returned adhered to the underside of the lens case lid. The lens was placed outside the well area. The lens case was returned loose in the lens carton. Viscoelastic was dried on the lens. One haptic was broken at the gusset area (returned). The optic was cut into two pieces. An area of the edge on one optic portion was torn, broken, and has several splits. All product and batch history records are quality reviewed prior to product release. Information was provided that indicated the use of a qualified cartridge and viscoelastic with an unspecified handpiece. Based on the provided information from the customer and the condition of the returned explanted lens, the root cause was determined to be most likely related to customer handling. The initial report was for loading error. The specific error was not clarified. Additional information indicated the iol was damaged after implanted. The returned lens was heavily damaged. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, there was a "loading error". Additional information was provided indicating iol damaged after implanted. No surgical intervention was required or going to be required. There was patient contact and no harm.